Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was unresponsive, and that the up arrow button contact was inverted. Additionally, there was contamination observed under all button contacts. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the keypad cover was punctured at the up arrow button. The up arrow keypad button was unresponsive; all other keypad buttons responded normally to button presses. The keypad cover was removed, and there was evidence of contamination found under all button contacts and the up arrow button contact was inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).